Manufacturer narrative:
(B)(4). Batch #: t5dr7h. Investigation summary: the analysis results showed that one ecr60w cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No functional test was performed due the condition of the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy, when it the packaging was opened, it was noted that the cartridge pan was damaged. Another reload was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.